Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lines showing on image and faulty charged coupled device. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device does not hold focus. The issue found during set up / inspection for use. There were no reports of patient involvement.